Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that after she filled the reservoir, she placed it on the table with the transfer guard attached, at which time half of the insulin squirted out from the reservoir. The customer's last blood glucose was 147 mg/dl. The same thing happened twice in a row within the same day but different lot numbers. The customer reverted to manual injection because they are out of reservoirs. Nothing further was reported.